Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported malfunction was due to the handling of the user, the unexpected stress was placed on the camera head part, cable, and video connector, and the ccd unit or cable unit or video connector broke down, so that the image did not appear and a scope communication error e224 occurred. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center. The evaluation confirmed there was no image, and a scope communication error, e224 was displayed due to a defective cable. In addition, the focus ring was found cracked and the rear cover labels were faded. The device was repaired and returned to the customer. A review of the device's repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of an unspecified event, the 4k camera head was reported to have no image due to unknown communication error. There was no patient involvement reported as the device could not be used. A replacement device was used to start/complete the procedure.